Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that the lead was extracted due to high pacing impedance.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found fragmented into 2 segments. An extraction aid was found on the distal fragment. The analysis showed 28 cm distal to the is4 connector pin that the insulation was found squeezed and the conductor coil fractured, which is assumed to be the root cause of the clinical observations. Based on the characteristics, as well as the location of these damages, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further damages such as several cuts into the insulation and a bent conductor coil most likely occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.